Manufacturer narrative:
Investigation results were filed under a separate medwatch report, MFR#2024168-2020-07771-01.na

Event description:
Additional information was received reporting that this event is a duplicate of complaint (B)(4).

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a limb radiography interventional procedure. Reportedly, there was no resistance when pulling the handle back to release the foot. The foot couldn't open in the vessel and the device was removed. The sheath was upsized to 8.5f and the limb radiography procedure was completed. Hemostasis was achieved with a second device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.